Event description:
After 7 months of implantation, this lead became dislodged. Ela medical, llc, became aware of this event in 2000, during a random file audit. Device tracking personnel have been re-trained to ensure all such cases are reported promptly.